Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the spring for the solenoid had broken in half. A field service engineer inspected the station and confirmed the broken solenoid spring. The engineer replaced the spring and made minor adjustments to the latch catch and screws to ensure proper alignment and functionality. After reassembling all components, the engineer logged into the hardware test application (hta) and successfully recovered the drawer space, passing all tests. The customer verified functionality by logging into the user application and confirming successful recovery of storage space. Visual preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open with error message that clear obstruction. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.